Event description:
Related manufacturer report number: 2017865-2021-38586. During a remote follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Additionally, it was reported that the patient experienced dizziness. The device and rv lead were replaced to mitigate the clinical risk for the patient as they were pacemaker dependent. The patient was in stable condition.